Event description:
It was reported that a continuous glucose monitoring error occurred while customer used sensor. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, did not experience error again after reset, and successfully started new sensor session.